Event description:
A power cord had exposed wires. There was no reported pt harm. The device was returned for repair, and upon evaluation it was confirmed that there was metal exposed by a fracture in the connector attached to the power cord. An investigation was performed and it was determined that the molded female connector on the power cord had fractured. Investigation has shown that the connector was subject to increased forces outside of design intentions (customer or shipping abuse) resulting in the fracture. The device was in use at the time, but there was no pt harm reported. Design of the power cord meets applicable safety standards, including ul817 and iec 60320-1.